Event description:
A malfunction was reported on the pump when the caller indicated the screen went dark and would not turn on. The malfunction occurred after the patient experienced excessive heat in the ups truck. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. The customer self-administered a corrective injection using multiple daily injections and did not require assistance from a third party. The pump was replaced to resolve the issue, and the customer will use their current pump for insulin therapy until replacement pump arrives.